Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that she was hospitalized due to high blood glucose. The blood glucose reading reported was 500 mg/dl. The customer's mother requested assistance changing the basal maximum on the insulin pump. The customer and her mother were unable to perform troubleshooting at the time of the phone call, but the customer's mother stated that they would call back to complete troubleshooting at a later date.